Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Two to three months prior to the report, the patient suddenly started to get back pain. It was reported that there was a pump problem. The patient had reportedly been contacted by their healthcare professional (hcp) regarding "potential issues" with the pump. The exact pump problem was not specified. It was additionally noted that the patient's personal therapy manager (ptm) was not working correctly. The patient was not getting the appropriate "amount of bolus doses". Over two weeks later, the patient reportedly was still having concerns with the device or therapy but was working with their doctor or the manufacturer's representative. The patient's pump was intended to infuse an unknown drug. Additional information was requested to better determine what the pump problem was, any diagnosis or interventions performed, and the patient outcome.